Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot up and charge because the device is perpetually rebooting. Perform functional test: could not perform due to perpetual reboot. Open receiver, detach ui pcba, download and review receiver log: pass, symptoms of initializing screen without manual restart not shown in logs. The reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined.